Event description:
A kimberly-clark sales representative provided the following report as feedback from the facility's respiratory therapy product coordinator following his conversation with an anesthesiologist in the sicu. Failure of the microcuff tube occurred 48 hrs post surgery. It was noted that no matter how much air was laced in the cuff, the tube would not seal making it difficult to ventilate the pt. When the dr scoped the pt to verify tube location, he noticed that the microcuff tube was partially exposed through the vocal cords. The dr questioned how this could be based on the depth that the ett was secured. With more observation, the dr realized the ett had curled up into the pharynx. This was allowing the ett cuff to partially migrate through the vocal cords making an unfixable leak. The dr replaced the microcuff tube with another brand of et tube without any sequela or injury to the pt. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on june 4, 2007 and the office of FDA informed of this action on june 6, 2007.